Event description:
A customer stated they ran a patient test on the a1cnow and the reading was 8.1%. The also did a lab test on the patient and the reading was 6.1%the difference between the tests could be clinically significant. No adverse events were alleged. The kit is expected to be returned for evaluation and it was replaced with a new one.

Manufacturer narrative:
Patient information was not provided.